Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the driver fractured while tightening the trial cone to implanted stem. All fractured items were retrieved and no additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h4, h6, h10 visual inspection of the returned driver confirms that the tip has fractured and the fractured piece has been returned. There are wear marks seen on the shaft of the driver. There was an unknown fractured piece that does not belong to the driver. Further analysis states that the analysis of the returned device determined that fracture surface artifacts indicate the bending overload failure mode. Complaint sample was evaluated and the reported event was confirmed. Review of device history records identified no deviations or anomalies during manufacturing. The device has been in the field for approximately ten years and three months. It is unknown for how many times the device is being used. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.